Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly calcified middle left anterior descending artery (lad). A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During the third inflation, the balloon ruptured at 6 atms after 90 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.